Event description:
Customer reported with an issue of "angulation has too much play". The reported issue occurred during preparation for use. No harm was reported. No patient harm, no user injury reported. Device evaluation found a clogging balloon channel. Foreign material was found inside the nozzle and cannot be removed due to buckling . This report is being submitted due to the finding of clogged balloon channel and foreign material that cannot be removed from the nozzle due to buckling (reprocessing issue, mechanical problem ) identified during device return evaluation .

Manufacturer narrative:
The subject device was received and evaluated. Device evaluation found play of up/down knob out of specifications due to wear of angle wire. The right/left knob was out of specifications. The reported issue of "angulation has too much play " was confirmed. Furthermore, the following findings were identified during device inspection: balloon channel found clogged. Due to clogging, balloon channel cleaning brush cannot inserted smoothly. Foreign material cannot be removed even if the correct reprocess was performed due to the buckling of nozzle, noted gap on the insertion section or the boot. Length of the charge coupled device ( ccd) unit cable found too short. Position of the ccd cable limited length for repair. Additionally, the following defects were identified during device inspection: discoloration observed on scope body (s-body), scope cover (s-cover) and suction cylinder (s-cylinder). Scratch found on distal end and a-rubber (bending section ) found stretched. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, it is likely the balloon channel cleaning brush cannot be inserted smoothly due to a foreign material clogging the balloon water tube from insufficient or incorrect reprocessing. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.